Manufacturer narrative:
(B)(4).

Event description:
It was reported that out of range lead impedance measurements and noise with auto mode switching was observed on both atrial and ventricular channels. Electromagnetic interference was suspected. Device was explanted and replaced. Patient was fine.